Manufacturer narrative:
Historically related MFR number covering incidence of driveline damage: 2916596-2016-00107 and 2916596-2020-02378. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to pump stoppage due to driveline damage.

Manufacturer narrative:
Section b5: known short to shield captured under MFR. Report # 2916596-2016-00107. Prior external driveline repair captured under MFR. Report # 2916596-2020-02378/ manufacturer's investigation conclusion: an analysis of the submitted log file confirmed driveline faults as well as low speed and pump stop events. Although a specific cause for these findings could not conclusively be determined through this evaluation, based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas) and similarly reported events, the log file findings appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from (B)(6) 2024 through (B)(6) 2024. Intermittent driveline fault alarms were captured throughout the file. Electrical continuity data recorded in the log file during the driveline faults revealed a potential issue with the green, brown, black, and red wires. Several low speed and pump stop events were also captured throughout the duration of the file. The abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, time base faults, low speed operation, and motor stopped alarms. No other notable events or alarms were captured. Based on previous complaint history, the abnormal pump operation captured in the log file appears to be consistent with potential driveline wire compromise. Furthermore, the patient has a history of known driveline issues. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii patient handbook are currently available. The hm ii IFU, as well the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient felt well prior to their death as the patient was out shopping with a friend on the morning of the event. The patient had a known short to shield and prior external driveline repair. It was assumed that the driveline damage had progressed such that the patient's pump failed. Emergency medical services (ems) reported that the patient had alarms that would occur intermittently when the driveline was manipulated. Ems attempted to stabilize the driveline while transporting the patient to the hospital. The patient went into cardiac arrest almost immediately upon arrival to the clinic and resuscitation was unsuccessful.